Event description:
There was difficulty encountered deflating this balloon. It was noted during the measurement phase for a splenic embolization procedure. During a previously scheduled surgical procedure the physician cut the shaft of the balloon and removed it. The procedure was successfully completed and no pt complications resulted. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, the co is unable to determine if the device met its specifications. Co's follow up was unable to confirm the contrast to saline ratio, which may have been a contributing factor to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the recommended inflation medium is renografin 60 diluted 50% with sterile saline... When the procedure has been completed, deflate the balloon by applying suction to the balloon lumen and remove from the vasculature".